Event description:
It was reported that during a pancreatoduodenectomy, after the incision was closed, the nurse noticed that some linear marks were present near umbilicus side. The device had been laid on the surgical drape, on the patient's abdomen during the use. The surgical drape did not get a hole. As it was found that the patient incurred a mild heat injury on the umbilicus side, ointment was anointed this area. The device was use with hand switch during the operation and its function was no abnormality. There were no adverse consequences to the patient. An electric scalpel and others were used together, but the nurse commented that the (B)(4) device might lead cause of burns. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.